Event description:
Reportedly during a follow up performed on (B)(6) 2014 high ventricular impedance was identified: 3 kohms in bipolar, 2 kohms in unipolar. Lead impedance increased since the end of (B)(6) 2013. During a follow up performed on (B)(6) 2014 the ventricular lead impedance was above 3 kohms with both polarities. Threshold and wave amplitude were immeasurable; pacing and sensing failure were confirmed. Lead breakage point or connection failure were not confirmed by x-ray photo. Reportedly the patient doesn¿t complaint any symptoms. Another follow up will be performed for making a therapy strategy.

Event description:
Reportedly during a follow up performed on (B)(6) 2014 high ventricular impedance was identified: 3 kohms in bipolar, 2 kohms in unipolar. Lead impedance increased since the end (B)(6) 2013. During a follow up performed on (B)(6) 2014 the ventricular lead impedance was above 3 kohms with both polarities. Threshold and wave amplitude were immeasurable; pacing and sensing failure were confirmed. Lead breakage point or connection failure were not confirmed by x-ray photo. Reportedly the patient doesn¿t complaint any symptoms. Another follow up will be performed for making a therapy strategy.